Manufacturer narrative:
Bayer case number:(B)(4) lower abdomen pain [abdominal pain lower] , skin symptoms (dryness, blotches, pimples) [skin dry] , skin symptoms (dryness, blotches, pimples) [skin blotches] , skin symptoms (dryness, blotches, pimples) [pimples] , ophthalmological symptoms (dry and red eyes) [dry eye] , ophthalmological symptoms (dry and red eyes) [red eye] , diffuse pain in shoulders/wrist pain/hip pain [painful joints] , lower back pain [low back pain] , stomach pain [stomach pain] , legs pain/feet pain [pains in legs] , fatigue [fatigue], sadness [feeling sad] , anxiety [anxiety] , stress [stress] , intolerance to noise [sound sensitivity increased] , withdrawal/isolation [withdrawn] , brain impairment [mental impairment] , impaired attention [attention impaired], memory impaired [memory impaired] , adaptation impaired [adaptation abnormal] , not able to read [visual disturbance], my quality of life has been greatly impacted for years [impaired quality of life] , I have been on long-term sick leave for 9 months [sick leave], I feel less inflammatory [inflammation] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 29-sep-2025. The most recent information was received on 06-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdomen pain") in a 47-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on 27-aug-2025. On unknown date she experienced abdominal pain lower (seriousness criterion intervention required), dry skin ("skin symptoms (dryness, blotches, pimples)"), rash macular ("skin symptoms (dryness, blotches, pimples)"), acne ("skin symptoms (dryness, blotches, pimples)"), dry eye ("ophthalmological symptoms (dry and red eyes)"), ocular hyperaemia ("ophthalmological symptoms (dry and red eyes)"), arthralgia ("diffuse pain in shoulders/wrist pain/hip pain"), back pain ("lower back pain"), abdominal pain upper ("stomach pain"), pain in extremity ("legs pain/feet pain"), fatigue ("fatigue"), depressed mood ("sadness"), anxiety ("anxiety"), stress ("stress"), hyperacusis ("intolerance to noise"), social avoidant behaviour ("withdrawal/isolation"), mental impairment ("brain impairment"), disturbance in attention ("impaired attention"), memory impairment ("memory impaired"), adjustment disorder ("adaptation impaired"), visual impairment ("not able to read"), impaired quality of life ("my quality of life has been greatly impacted for years"), sick leave ("I have been on long-term sick leave for 9 months") and inflammation ("I feel less inflammatory"). The patient was treated with surgery (to remove essure). At the time of the report, the dry skin, rash macular, acne and inflammation were resolving and the dry eye, ocular hyperaemia, arthralgia, back pain, abdominal pain upper, pain in extremity, fatigue, depressed mood, anxiety, stress, hyperacusis, social avoidant behaviour, mental impairment, disturbance in attention, memory impairment, adjustment disorder, visual impairment, impaired quality of life and sick leave had not resolved. The outcome of abdominal pain lower was unknown. No causality assessment was received for essure with regard to dry skin, rash macular, dry eye, ocular hyperaemia, arthralgia, back pain, abdominal pain lower, abdominal pain upper, pain in extremity, fatigue, depressed mood, anxiety, stress, hyperacusis, social avoidant behaviour, mental impairment, disturbance in attention, memory impairment, adjustment disorder, visual impairment, impaired quality of life, sick leave, acne or inflammation. The reporter commented: period of occurrence: 2017 to 2025. My quality of life has been greatly impacted for years. The symptoms kept escalating and I didn't understand my deteriorating condition nor the wide range of symptoms from the brain to the feet. So, I consulted a physiotherapist, an ophthalmologist, and my primary physician many times before making the connection with the implants. Pain in my lower abdomen led me to look for answers about implants and consult the association website, and I found all of my symptoms there. I have been on long-term sick leave for 9 months, mainly due to cognitive consequences, I hope to get my body and my life back. I ask that the information finally be circulated to women with implants and to the medical profession. Patient's current status: recent extraction: skin condition is improving, and I feel less inflammatory. The rest of the symptoms are still present at the moment. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-oct-2025: quality safety evaluation of product technical complaint. Upon internal review, events "diffuse pain in shoulders, wrist pain and hip pain" were combined. Events "legs pain and feet pain" were also combined. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Lower abdomen pain [abdominal pain lower] skin symptoms (dryness, blotches, pimples) [skin dry] skin symptoms (dryness, blotches, pimples) [skin blotches] ophthalmological symptoms (dry and red eyes) [dry eye] ophthalmological symptoms (dry and red eyes) [red eye] diffuse pain in shoulders [shoulder pain] wrist pain [wrist pain] hip pain [pain in hip] lower back pain [low back pain] stomach pain [stomach pain] legs pain [pain legs] feet pain [painful feet] fatigue [fatigue] sadness [feeling sad] anxiety [anxiety] stress [stress] intolerance to noise [sound sensitivity increased] withdrawal/isolation [withdrawn] brain impairment [mental impairment] impaired attention [attention impaired] memory impaired [memory impaired] adaptation impaired [adaptation abnormal] not able to read [visual disturbance] my quality of life has been greatly impacted for years [impaired quality of life] I have been on long-term sick leave for 9 months [sick leave] skin symptoms (dryness, blotches, pimples) [pimples] I feel less inflammatory [inflammation]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 29-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdomen pain") in a 47-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced abdominal pain lower (seriousness criterion intervention required), dry skin ("skin symptoms (dryness, blotches, pimples)"), rash macular ("skin symptoms (dryness, blotches, pimples)"), dry eye ("ophthalmological symptoms (dry and red eyes)"), ocular hyperaemia ("ophthalmological symptoms (dry and red eyes)"), shoulder pain ("diffuse pain in shoulders"), wrist pain ("wrist pain"), pain in hip ("hip pain"), back pain ("lower back pain"), abdominal pain upper ("stomach pain"), pain legs ("legs pain"), painful feet ("feet pain"), fatigue ("fatigue"), depressed mood ("sadness"), anxiety ("anxiety"), stress ("stress"), hyperacusis ("intolerance to noise"), social avoidant behaviour ("withdrawal/isolation"), mental impairment ("brain impairment"), disturbance in attention ("impaired attention"), memory impairment ("memory impaired"), adjustment disorder ("adaptation impaired"), visual impairment ("not able to read"), impaired quality of life ("my quality of life has been greatly impacted for years"), sick leave ("I have been on long-term sick leave for 9 months"), acne ("skin symptoms (dryness, blotches, pimples)") and inflammation ("I feel less inflammatory"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2025. At the time of the report, the dry skin, rash macular, acne and inflammation were resolving and the dry eye, ocular hyperaemia, shoulder pain, wrist pain, pain in hip, back pain, abdominal pain upper, pain legs, painful feet, fatigue, depressed mood, anxiety, stress, hyperacusis, social avoidant behaviour, mental impairment, disturbance in attention, memory impairment, adjustment disorder, visual impairment, impaired quality of life and sick leave had not resolved. The outcome of abdominal pain lower was unknown. No causality assessment was received for essure with regard to dry skin, rash macular, dry eye, ocular hyperaemia, shoulder pain, wrist pain, pain in hip, back pain, abdominal pain lower, abdominal pain upper, pain legs, painful feet, fatigue, depressed mood, anxiety, stress, hyperacusis, social avoidant behaviour, mental impairment, disturbance in attention, memory impairment, adjustment disorder, visual impairment, impaired quality of life, sick leave, acne or inflammation. The reporter commented: period of occurrence: 2017 to 2025. My quality of life has been greatly impacted for years. The symptoms kept escalating and I didn't understand my deteriorating condition nor the wide range of symptoms from the brain to the feet. So, I consulted a physiotherapist, an ophthalmologist, and my primary physician many times before making the connection with the implants. Pain in my lower abdomen led me to look for answers about implants and consult the association website, and I found all of my symptoms there. I have been on long-term sick leave for 9 months, mainly due to cognitive consequences, I hope to get my body and my life back. I ask that the information finally be circulated to women with implants and to the medical profession. Patient's current status: recent extraction: skin condition is improving, and I feel less inflammatory. The rest of the symptoms are still present at the moment. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.